Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, after firing the device, bleeding occurs at the site of the staple line. Blood loss of 500 cc was reported due to product problem. Blood and platelets transfusion of more than 500 ml was done. Patient had computed tomography (CT) scan. Clipping the site was done in order to correct the issue and completed the case.